Event description:
It was reported that when backing out the screw at l4, the driver tip broke off within the screw head. The tip was not able to be retrieved.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier.the instrument was returned for evaluation and it was confirmed that the driver tip had sheared off. It is possible that the driver fractured due to excessive torque or insufficient engagement with the mating screw. The location and angle of the fracture surface indicates that the driver may not have been fully engaged or angled at the time of breakage. However, the exact cause of the reported issue cannot be determined.